Event description:
I purchased the frequency 55 contacts through (B) (4). Over the course of the 2 months that I wore them I developed styes every couple of days, in spite of the fact that I removed them every evening and used proper contact lens cleaning solution. In addition to styes, after 2-3 days of wearing the contacts, lights-headlights, stoplights, etc would produce a ring effect around the actual light which would significantly impair my vision. I could ultimately wear each pair of contacts for 4-5 days before I had to throw them away. I have worn contacts for 24 years and have never had styes, nor any other contact related issues. Frequency: monthly - disposable. Dates of use: (B) (6) 2009 - (B) (6) 2009. Event abated after use stopped or dose reduced?: yes.